Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the noise resulted in oversensing. Provocation tests were performed and noise was reproduced. The patient will be monitored.

Event description:
Additional information received indicated the low sensing resulted in oversensing and undersensing.

Event description:
It was reported noise, decreased sensing and low pacing impedance was noted on the right atrial lead. No intervention has been performed at this time. The patient experienced no consequences. Further information was requested but is not yet available.